Manufacturer narrative:
(B)(4).

Event description:
About five months previous to report it was stated the patient was still throwing up after being implanted. The patient was having "more bad days than good." As of the date of this report, it was stated the patient was getting about "25% relief" and was still not gaining weight. It was stated the patient could feel stimulation "every now and then." It was further indicated the patient was hospitalized at the beginning of the year because they could not stop vomiting. The doctor adjusted the settings around that time and the patient felt it was "helping." The patient was then again hospitalized about a month later and just got out the day previous to report. It was stated the doctor wanted to give the device "about a year" to determine if it helps the patient's symptoms. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).